Event description:
According to the reporter, during an abdominal wall hernia procedure, when the user attempted to load the second cartridge into the device, it could not be loaded properly. The user tried the firing several times, and the loading was completed. But when replaced the next cartridge, also loading was not completed. So another new handle was opened. The status of the patient is no problem.